Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding cannot be determined

Event description:
The user facility reported a 76-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump was placed in (B)(6) 2024 for support of a patient. The patient was enrolled in the impact protocol. In 3/2024, a document noted a "possible" relationship of the impella causing anemia. The anemia was observed post coronary artery bypass graft and the patient was given one unit of red blood cells with dropping hemoglobin levels.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The following fields were updated to reflect the additional information received from the clinical site: b2 updated to include other serious, b5, h6 health effect - clinical code and health effect - impact code d6a and d6b revised from the initial manufacturer device report number 1220648-2024-08447 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-08447. G1 reporting contact email revised on manufacturer device report 1220648-2024-08447 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08447.

Event description:
Additional information received that the the study further reported upon acute kidney injury in which the labs showed rising creatinine.